Event description:
Procedure performed: lc. Event description: upon deployment, the retrieval bag dropped directly into the patient's body. The surgeon attempted to retrieve the specimen into the bag using other instruments; however, after several unsuccessful attempts, the bag was replaced with a new one to achieve the objective. Additional information provided by [distributor] via email on (B)(6) 2026: the tips of the supports were exposed inside the patient. The supports did not remain inside the introducer tube. The bag fell down the supports immediately upon the full deployment of the actuator. The actuator was not pushed forward, retracted, and then deployed again. The guide bead was not pulled on with an instrument and the guide bead did not detach from the bag or cord. Type of intervention: user replace with a new one to complete this surgery. Patient status: no clinical impact. The patient is fine.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.